Manufacturer narrative:
The unit was received with scratches, indentations, and sticky residue observed on the exterior housing. Both dust covers underneath the battery slots have been damaged and the warning label was peeling off. Evaluation of the unit found the unit did not send a signal to activate the indicator light at the nurse call test fixture due to a bent pin 3 inside the nurse call receptacle. In addition, due to the bent pin 3, the mode button did not go into voice only and mute modes when the nurse call cable was plugged into the nurse call receptacle. The unit passed all other functional testing. Based on the age of the device, it is likely normal wear and tear that contributed to the defect. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4).

Event description:
Customer states they have 33 alarms that need to go through warranty replacement inspection. Customer states they do not know what is wrong with each alarm. So further troubleshooting was not possible. Customer did say the alarms were tested with new batteries and sensor pads in bio-med eng. Troubleshooting template has been completed and saved to the drive. Customer does not have gtin information. The date the issue was discovered is unknown and no patient incident or injury was reported.